Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.